Manufacturer narrative:
The insulin pump was received with intermittent button response noted during our testing due to corroded keypad traces. No button error alarm or blank display noted. The insulin pump alarmed during prime test due to moisture damage on the force sensor resistor also, unable to complete functional testing due to a33 alarm. No moisture damage was found on the motor assembly or electronic assembly noted during visual inspection. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump had cracked case on the display window corners, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, broken belt clip slot, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump went to blank display. The customer reported that they received button error alarm. The customer reported that the insulin pump was exposed to moisture. The customer's blood glucose was 150 mg/dl at the time of incident. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.